Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. B1 adverse event/product problem - corrected - no product problem. H1 type of reportable event - corrected - no malfunction. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned in an un-deployed state. The stent was deployed with no difficulties during investigation. There was no damage noted to the stent. No other anomalies noted to the stabilizer or stent delivery catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint codes could not be confirmed based on analysis. The returned device met specifications when received for complaint investigation. Additional information received indicate that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained and the tortuosity of the patients anatomy was described as 'moderately tortuous'. It was reported that the operator 'dilated the lesion with balloon. Prepared and flushed stent and when delivered it, the stent catheter didn't move and the stent inside was advanced forward. The operator checked the y valve was locked normally. Delivered the stent system again and then found the stent deployed. The stent was returned for analysis in an undeployed condition. The system was flushed, and the stent was advanced without any friction noted and once deployed, was noted to be undamaged. The delivery system inner body (stabilizer) and delivery system outer body were inspected, and no damage was noted. An assignable cause of not confirmed has been assigned to the reported event of the stent deployed prematurely during use and stent stabilizer/catheter friction. This complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications, but performance was limited due to procedural factors during preparation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a right mca (middle cerebral artery) stenosis case, the operator delivered the subject stent system to c7 segment. When the operator attempted to deploy the subject stent the delivery catheter didn't move and the subject stent inside was advanced forward. The operator checked the y valve was locked normally. Delivered the subject stent system again and then found the subject stent deployed. The subject stent system was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a right mca (middle cerebral artery) stenosis case, the operator delivered the subject stent system to c7 segment. When the operator attempted to deploy the subject stent the delivery catheter didn't move and the subject stent inside was advanced forward. The operator checked the y valve was locked normally. Delivered the subject stent system again and then found the subject stent deployed. The subject stent system was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.